Manufacturer narrative:
(B)(4). Cartridge pan the ecr60g reload was received with the pan damaged and partially detached from the proximal part of the reload; it is possible that the cartridge was not properly loaded on the device, causing the damaged to the pan. No functional test was performed, due to the condition of the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reporte that during a lobectomy procedure the cartridge was broken when opened in the surgical field. Another cartridge was used and the case was completed without any patient consequence.